Manufacturer narrative:
Received one (1) used 14687-15 primary plum set for inspection. The cassette was deformed with the stack height being higher near the flow regulator of the cassette. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. Received n251 cassette test error alarm, typical of cassette warpage. A complaint from the same lot had a warped cassette returned. The reported complaint of leakage can be confirmed. The probable cause is due to warpage of the cassette due to excessive heat during transportation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A lot review showed a complaint from the same lot where there was cassette warpage.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which the customer reported a crack on flow regulator, and leakage was noted when pulling the regulator. There was patient involvement but no patient harm in the event.

Manufacturer narrative:
Section e1 - telephone number - (B)(6).